Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown kits/sets: fns implant kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, sales rep was notified that surgeon will be removing some unknown hardware on (B)(6) 2022 from a hip and performing a total hip arthroplasty. No other information is available at the moment. This complaint involves (1) device unk - kits/sets. This is report 1 of 1 for complaint (B)(4).